Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, following a post market surveillance review of data from the eprd ggmbg of germany for 23 patients who initially underwent a tka revision surgery to a genesis ii - revision prosthesis between may-2013 and august-2014, a total of one (1) patient required a re-revision of the genesis ii - revision prosthesis due to unspecified reasons and/or symptoms. Additional information is not known at this time.

Manufacturer narrative:
H3, h6; the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data was reported following a post market surveillance review of data from the eprd ggmbg of germany between (B)(6) 2013 and (B)(6) 2014. Per case details, no further information is available. Therefore, based on insufficient information, further clinical root cause analysis cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.